Event description:
The pressure tubing breaks up while under pressure. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval/investigation. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed. Eval method: other, device history record was reviewed. Conclusions: a f/u report will be submitted when the eval has been completed.